Event description:
Discordant 3gallergy specific ige universal kit results were obtained on a patient sample on an immulite 2000 xpi instrument. A class 0 wp5 (weed panel 5) allergy panel result was obtained while a class ii result was obtained on the w1 (common ragweed) specific allergen. It is unknown which, if either of the results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant immulite 2000 3gallergy specific ige universal kit results.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a negative wp5 allergy panel result was obtained on a patient sample on an immulite 2000 xpi instrument while a positive result was obtained on the w1 specific allergen. The customer sent the sample for troubleshooting at an alternate lab and also observed a negative wp1 allergy panel result and a positive w1 specific allergen result at the alternate lab on alternate immulite 2000 xpi instruments. The limitations section of the immulite 2000 3gallergy¿ specific ige universal kit instructions for use (IFU) states: "a definitive clinical diagnosis should not be made solely on the basis of an in vitro allergen-specific ige result. Diagnosis should be made by the physician only after all clinical and laboratory findings have been evaluated." Siemens reviewed the provided information. Per the instructions for use (immulite 2000 3gallergy¿ specific ige universal kit: panel allergen application (pil2kunpd-3, 2018-03-15)) the result of wp5 panel of 0.193 and wp1 panel of 0.334iu/ml would be considered "negative" but would indicate "very low" reactivity. See IFU under standard classification. Discrepancies in the panel and the allergen results may be due to a serum specific issue in this particular patient, namely the variations in binding affinities of patient antibodies to the respective allergens. As stated in the IFU: "panel results cannot be compared with results based on testing for individual allergens, nor can they be considered the cumulative total of individual allergen results." Furthermore siemens noticed that the kit status of the wp5 panel was displayed with "over due". Per the immulite 2000 xpi operator`s guide (11353527 rev. 02, 2022-10), this indicates that the kit adjustment is overdue. Customer is operational. The immulite 2000 3gallergy¿ specific ige universal kit lot 890 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.